Event description:
It was reported that the patient presented for routine device change-out. Externalized conductors were noted via device image. All electrical measurements were normal. Lead was capped and replaced.